Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the indicator window of a 5f exoseal vascular closure device (vcd) did not change color. There was no reported patient injury. Hemostasis was achieved with manual compression. The user was trained on the device. There were no visible signs of device or package damage prior to use. Angiography verified femoral artery suitability, including vascular sheath introducer insertion angle, and the vessel diameter was confirmed to be greater than or equal to 5mm. There was no visible calcium or plaque at the puncture site, no stent near the puncture site, no vessel stenosis greater than 50% at or near the puncture site, no prior closure device or manual compression within 30 days, no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm, and no difficulty connecting the vascular sheath introducer with the exoseal vascular closure device (vcd). The exoseal vcd and vascular sheath introducer were retracted together until pulsatile flow significantly slowed or stopped from the bleed-back indicator. A 5f non-cordis vascular sheath introducer was used. The indicator wire cowling locked against the handle assembly with an audible click, pulsatile flow was observed from the bleed-back indicator, and the physician¿s thumb was not placed on the plug deployment button during retraction. The indicator window did not show any red color during retraction. When the device was removed from the patient, the indicator wire loop was deployed and visible with no anomalies noted. The device was discarded at site.